Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated after dilation was performed using a 1.5x5 non-bsc balloon catheter. However, the balloon ruptured upon fifth inflation at 12atm. The procedure was completed with a different device. There were no patient complications reported.